Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have damaged conductor wire insulation at the distal end. The wires were exposed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material. Additional finding not related to customer reported complaint: the instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the force bipolar instrument had no energy output. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The damage was first observed during the procedure while dissecting. The wire was exposed due to the insulation damage. There was no cautery and no arcing observed. There was also no thermal damage noted at the site of the insulation damage. There was no instrument collision and no issue removing the instrument from the cannula. The procedure was completed using a backup instrument. There was no fragment fall into the patient.